Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had a left tka in 2014. The patient began to experience pain and lack of mobility and sought medical treatment in december 2021. The patient anticipates the need for surgical intervention in order to address the issue. No further information provided.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain and pending revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and loosening and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.